Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely degradation led to component failure for the detached coating on the insertion tube. Regarding the dirt on the light guide lens, a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited detached coating on the insertion tube, which had peeled off, and dirt on the light guide lens. There was no patient involvement.